Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant site, following a magnet dislodgement during an MRI scan on (B)(6) 2020. A revision surgery (specific date not reported) was performed and the patient has resumed use of the device. The implanted device remains.